Event description:
Related manufacturer reference number: 2017865-2023-36060. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead and pacemaker exhibited high pacing impedance. No changes or intervention was performed. The patient condition was unknown.